Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Tbm states the tube where the camber inserts into has become unwelded or unbrazed so they camber will not stay in the axle.